Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarms. Customer was able to clear the alarms successfully. Customer was able to complete rewind. Customer stated that they performed displacement test. Insulin pump did not pass the test. Tape was not adhering. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to confirm pump error 43 or pump error 130 alarm due to pump error 38 alarm. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 38.